Event description:
It was reported that during the implantation of the evolutfx plus 29 transcatheter aortic valve, a moderate to severe regurgitation was observed due to a low position of the valve. To address this issue, a second evolutfx plus 29 valve was implanted inside the first one. The second valve was successfully implanted, and the regurgitation was resolved.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012631049); product type: 0195-heart valves; implant date: non-implantable device. Product ID: l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: non-implantable device. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Second paragraph added h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of the evolutfx plus 29 transcatheter aortic valve, a moderate to severe regurgitation was observed due to a low position of the valve. To address this issue, a second evolutfx plus 29 valve was implanted inside the first one. The second valve was successfully implanted, and the regurgitation was resolved. Additional information was received that the regurgitation was paravalvular leak. The first valve was implanted as intended at a final implant depth of 13-14mm on the non-coronary cusp (ncc) and 16-18mm on the left coronary cusp (lcc). The second valve implant depth was 6mm on the ncc and 8mm on the lcc.

Manufacturer narrative:
Image review: images of the event were provided. No computed tomography (CT) scan or executive summary was provided for anatomical c onsiderations. The depth on the non-coronary cusp (ncc) could not be confirmed. It appears the view is a left anterior oblique (lao) projection. Our best practice is to deploy the valve in cusp overlap to the point of no recapture and assess the depth on the ncc. At that point you can role to the pre-determined coplanar projection and remove parallax to assess. As stated in the instructions for use (IFU), the recommended target depth is 3 millimeter (mm) relative to the valve annulus. If the implant depth is 1 mm or >5 mm, consider recapture. Evidence shows the implant depth on full release in the view provided is > 14mm. It was reported the patient had paravalvular leak and a second valve was implant. Updated data: h2 h3 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.